Event description:
Patient #(B)(6) index procedure was performed on (B)(6) 2017. On (B)(6) 2022 apifix was notified that patient #(B)(6) (g.d) is scheduled for implant removal surgery on (B)(6) 2022. Reason for the removal surgery was not disclosed. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of our device.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On (B)(4) 2022 apifix was notified that patient #(B)(6) (g.d) is scheduled for implant removal surgery on (B)(6) 2022. Reason for the removal surgery was not provided. Apifix made efforts to obtain additional information regarding the reason for the implant removal; however, no additional information had been received to date except that the removal procedure had been rescheduled to (B)(6) 2022. There was no allegation of device malfunction or patient harm in this event. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event is leading to a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Manufacturer narrative:
The instrument was manufactured to specification; issue was an expected or random component failure; there have been no design changes that would have contributed to this event. Complaint engineering analysis. Upon receiving the complaint at orthopediatrics headquarters the packaging was opened and the product reviewed. The pole was fractured near the mid-point of the pole, close to where the teeth start. The cause of the fracture was not able to be determined, because it appears that after fracture the device remained implanted for long enough the fracture plane was worn smooth. The wear on the shaft of the pole also indicates wear, further cementing that the device remained implanted for a significant period post fracture. The spherical ring separate from the rest of the device showed significant wear. For reference, the device was implanted for over five years. The enough wear occurred that the ring no longer appears round when viewed from the side. The wear lines on the spherical ring indicate what is likely repeated back and forth motion (the normal motion expected to the device). On the spherical housing of the base, around where the spherical ring would be assembled showed signs of material deformation, likely due to the screws contacting the base. The screws used was a design before the lp screw, and the older nut and screw were not optimized to avoid this impingement. The opposite side of the spherical housing showed a bur along the outer edge of the housing. This is likely a result of the significant wear.